Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer was woken up when a malfunction occurred. There was no impact to customer's blood glucose level reported. The customer reported that manual injections would continue to be used for insulin therapy.